Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was not provided for evaluation and provided photos show the stent partially deployed with signs of blood which leads to confirmed results for partial deployment. There was no indication of a manufacturing deficiency. It was reported that an 8f introducer was used with a v18 guidewire for access, the tracking vessel was neither tortuous nor calcified and the lesion was pre-dilated. At this point, a manufacturing related cause was considered. Based on provided information and the evaluation of the provided photos, the investigation was closed with confirmed results for partial deployment. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the IFU states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure, for atherosclerotic occlusion of the left lower limb via common femoral artery. During the procedure, the guidewire was successfully passed, the true lumen was opened, and the stent was ready to be deployed after the access was established. However, the operator felt great resistance during the deployment process and could not release the stent, so he switched to another stent to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Investigation summary: the stent delivery system sample was provided for evaluation, and the stent was partially deployed. Provided photos show the stent partially deployed with signs of blood. The proximal luer was detached and returned with sample and the deployment mechanism was damaged from the inside of the handgrip. Sample was compromised. The investigation is closed with confirmed results for partial deployment. There was no indication of a manufacturing deficiency. Therefore, the result of the investigation, it was reported that an 8f introducer was used with a v18 guidewire for access, the tracking vessel was neither tortuous nor calcified and the lesion was pre-dilated. The sample was compromised such that further tests on the sample were not possible. Based on provided photos and the evaluation of the returned sample, the investigation was closed with confirmed results for partial deployment. A definite root cause of the reported incident cannot be identified. Labelling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. Regarding accessories, the IFU states the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035-inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. The packaging pictograms indicate an introducer size of 6f and a 0.035 guide wire. With regards to general directions, the IFU states pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. D4 (unique identifier UDI) #), g2, g3, h6 (method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure, for atherosclerotic occlusion of the left lower limb via common femoral artery. During the procedure, the guidewire was successfully passed, the true lumen was opened, and the stent was ready to be deployed after the access was established. However, the operator felt great resistance during the deployment process and could not release the stent, so he switched to another stent to complete the procedure. There was no reported patient injury.